Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract removal surgery, while preparing the iol (intraocular lens) for implantation, the viscoelastic was introduced the plunger passed over the iol and pinched the posterior haptic at the cartridge exit. There was no patient contact with the iol and procedure was completed on the same day with an equivalent lens.